Event description:
Caller reported cartridge alarm 30 occurrences on two separate occasions, indicating a pump malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump and advised the caller to put the existing pump into storage mode and return it via ups within 10 days. The caller understood the instruction and will receive a pump with updated software.